Manufacturer narrative:
Siemens filed MDR 1219913-2021-00204 initial report on 19-mar-2021 for a falsely elevated advia centaur xpt high-sensitivity troponin I (tnih) laboratory result obtained on a patient sample. MDR 1219913-2021-00204 supplemental report 1 on 25-mar-2021 for a date correction (g3). On 16-mar-2021: additional information: the patient sample when run on an alternate troponin test method was 17 pg/ml (cutoff is 14 pg/ml). Siemens is investigating. MDR 1219913-2021-00203 supplemental report 2 was filed for the same event.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00204 initial report on (B)(6) 2021 for a falsely elevated advia centaur xpt high-sensitivity troponin I (tnih) laboratory result obtained on a patient sample; MDR 1219913-2021-00204 supplemental report 1 on 25-mar-2021 for a date correction (g3); MDR 1219913-2021-00204 supplemental report 2 on 08-apr-2021 for additional information. 04-may-2021. Additional information: siemens has completed the investigation. The customer reported reproducible elevated results for the advia centaur xpt high-sensitivity troponin I (tnih) on one patient. Based on the cardiologist's examination, an elevated result was not expected. Quality control (qc) results were in range at the time the results were generated indicating this is a potential sample and/or patient specific phenomenon. Siemens performed further evaluation on the returned patient sample. The sample was run on an advia centaur/atellica im high-sensitivity troponin I as well as an alternate method (immulite 2000 troponin I). On the atellica im/advia centaur tnih, the neat (undiluted) sample reproduced an elevated tnih mean result of 345 ng/l. Treatment with heterophile binding tube (hbt) did not change the results, therefore a heterophile type antibody in the sample is not suspected. The results on an alternate method (immulite 2000 troponin I) produced negative/below 99th percentile results on both the neat and hbt treated samples. Based on the available information, the potential cause for the falsely elevated tnih results is unknown. A non-specific interferent or macro complex in the patient sample causing the elevation in the tnih method cannot rule out. The advia centaur/atellica im tnih and immulite tpi methods use different antibodies and have different sensitivity and specificity. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies and other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. Siemens cannot rule out a non-cardiac condition causing a troponin elevation that is picked up by the high sensitivity method. A product performance issue has not been observed. The customer is operational. The instruction for use states under the definition of a high-sensitivity assay section: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation findings code and the investigation conclusion code were revised. MDR 1219913-2021-00203 supplemental report 3 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely elevated advia centaur xpt high-sensitivity troponin I (tnih) obtained on a patient sample. The customer provided additional information received from the hospital referral. The advia centaur system tnih result was similarly high. Siemens is investigating. The instructions for use (IFU) states in the interpretation of results section the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2021-00203 was filed for the same patient and the result from 24-feb-2021.

Event description:
A discordant, falsely elevated advia centaur xpt high-sensitivity troponin I (tnih) laboratory result was obtained on a patient sample and questioned by the physician(s). The customer performed repeat tnih testing, resulting high. The patient was referred to the hospital by their general practitioner. A new blood sample was drawn at the hospital, run on a similar advia centaur system and the tnih result was high. A detailed cardiological examination revealed no evidence of damage or disease. There are no reports of adverse health consequences due to the discordant, falsely elevated advia centaur xpt high-sensitivity troponin I (tnih) results.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00204 initial report on 19-mar-2021 for a falsely elevated advia centaur xpt high-sensitivity troponin I (tnih) laboratory result obtained on a patient sample. 02-mar-2021 g3 correction: date received by manufacturer (dd-mmm-yyyy) was 03-02-2021. This information had not been included in the initial MDR reporting. MDR 1219913-2021-00203 supplemental report 1 was filed for the same event.